Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that a cutter snapped off in the mda assembly. The device was being used during surgery. No injuries or medical intervention were reported. There was no additional info provided.